Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and moderately calcified below the knee vessel. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during first inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The device was removed and balloon pinhole was noted. The procedure was completed with another of the same device. There were no patient complications reported and the patient was good.